Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the last appointment of the user, in situ measurements showed high impedances. A follow up appointment will be scheduled.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Further technical checks are planned in july 2025.

Event description:
The user's hearing performance with the device is affected. The user's hearing performance with the device is affected.